Manufacturer narrative:
The cause of the discrepant falsely elevated pt inr results is user error. The account did not properly save inputs of the correct lot specific mnpt value for the dade innovin lot in use. The siemens healthcare diagnostics customer care center- technical solutions representative assisted the account in correctly inputing the correct lot specific mnpt value and reinforced the manner of properly saving the input mnpt value. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Falsely depressed prothrombin time inr (pt-inr) results were obtained on patient samples on bcs xp instrument s/(B)(4). The patient results were reported to the physicians. An error in the settings for the mnpt factor was noted after investigation by the laboratory. Calculations show that higher results would be reported with the correct mnpt factor settings. It is unknown if patient treatment was altered or prescribed on the basis of the falsely depressed pt-inr results. There is no report of adverse outcome to patients as a result of the falsely depressed pt-inr results.